Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6-(type of investigation , investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the drive manifold assembly. The unit passed all functional and safety tests.

Manufacturer narrative:
Due to character limitation in e1 for event site name the full event site name is (B)(6) hospital china medical university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit occasionally reports an error message "loop leakage". There was no patient injury/harm reported.